Event description:
It was reported that the patient presented to the hospital after receiving multiple episodes of inappropriate shock due to atrial tachycardia with rapid ventricular response. It was noted that the battery longevity decreased prematurely. Programming changes were made. There was no inappropriate therapy after the changes. The patient was in stable condition.